Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: there was a patient injury while using the product. The dover foley broke. Per new information received on 01/31/2017 after speaking to the customer the balloon would not deflate so he pulled the catheter out and had excessive bleeding for 3 days.